Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had broken battery tube threads, broken battery cap. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was squirting insulin when priming. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump battery cap was stripped. The customer was also reported that the insulin pump plastic piece was felled off. The customer was also reported that the insulin pump battery was hard to replace or to screw on battery cap when reservoir was taken out. The insulin pump will not be returned for analysis.